Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the b30 scope communication error message was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the colonovideoscope displayed a b30 scope communication error message. There was no patient involvement.